Manufacturer narrative:
Additional information: d9, g3, h2, h3. One tactisys¿ quartz ablation system was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. No communication was able to be established with the test catheter, which confirms the field reported issue. Further testing was performed thru the optical circuit analysis via the diagnostic software tool which identified abnormal functionality of the fiso module at the channel two location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the fiso optical module at the channel two locations.

Event description:
During a premature ventricular contraction ablation procedure, the catheter was unable to connect to the system which caused a delay in the procedure. Contact force could not be established despite changing the catheter 3 times, rebooting the tactisys unit, and cleaning the fiber optic port on the system. The tactisys was exchanged and a flexibility catheter was obtained to complete the procedure with no complications.